Event description:
It was reported that an ilet user experienced hyperglycemia after a meal while new to the system, with a fingerstick value of 445 mg/dl, and subsequent review identified that the contact detach infusion set was not properly attached, which likely impaired insulin delivery. Symptoms included elevated blood glucose without ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no hospitalization, no assistance from others, and return of glucose to range after correction of the infusion set connection. Investigation included customer interview, troubleshooting, and education regarding infusion set attachment and ilet behavior during the learning phase. Investigation of this case revealed a user setup issue related to an incorrectly attached infusion set connector that resolved after proper connection was ensured. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set deployment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.